Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient's lead migrated and was no longer providing therapy. Surgical intervention was undertaken (B)(6) 2022 wherein the paddle lead was repositioned to the correct location restoring therapy.

Manufacturer narrative:
It was reported to abbott, a patients¿ lead had migrated and was no longer providing therapy. Surgical intervention was undertaken 12oct2022 where the physician repositioned the paddle lead to the correct location restoring therapy. There were no complications. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the documents reviewed, the cause of the reported incident could not be conclusively determined.